Manufacturer narrative:
Power management board was replaced to address the finding. (B)(4).

Event description:
The international customer sent the v50 vent to the international service center for routine periodic maintenance. The service technician during service on 10/26/2016 identified the unit did not operate properly while running on battery. There was no patient involvement.

Manufacturer narrative:
Power management (pm) board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the pm board revealed no evidence of damage or contamination. Pm board was installed in the test ventilator in an attempt to duplicate the reported problem and the discharge fi test backup battery will be installed. The pm board was tested and no failures were identified. The root cause for the service finding of unit did not operate properly while running on battery could not be identified.